Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er320 clip would not feed into the jaw properly after fourth or fifth firing. Another instrument was used to complete the case. There were no consequences to the pt. The device was discarded.